Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient may have experienced a cerebrospinal fluid (csf) leak. The patient reported having a headache after the procedure and was treated for a csf leak. No visual signs of a csf leak were observed and the patient also reports having a history of headaches. During the procedure, the physician could not place the lead (manufacturer report reference number: 3006705815-2020-31333). Further information received that the issue has resolved.